Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with failure code 813:01 on channel b; this condition had the potential to interrupt delivery. It is unknown when this event occurred. There were no reports of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. This device is an unremediated colleague pump with a user interface module software version of 5.04.00. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. Similar reports have been received for the reported problem. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code 813:01 was confirmed during event history log review, but could not be reproduced during product evaluation. The reported condition of failure code 813:01 was cascaded from failure code 570:320:844:0000 per product evaluation. The failure code 570:320:844:0000 was also confirmed during event history log review. The failure code 570:320:844:0000 was caused by depleted main batteries. The main batteries and battery harness were replaced to fix the reported condition. Additional information: device history record review revealed that the manual tube release knob was tight and the pump head module replaced. Should additional information be received, a follow-up medwatch will be submitted.